Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: evproplus-29 (serial: (B)(6)); product type: 0195-heart valves. Image review: media files were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Angiogram of the left subclavian artery reveals a dissection with significant contrast extravasation that could also suggest a perforation. There is no evidence that a guidewire or delivery catheter system contributed to the dissection therefore the cause remains undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a structural heart procedure involving the evproplus-29, a dissection occurred before advancing the catheter. The access site was the left subclavian. The physicians were unsure of the cause and decided to cancel the procedure. They plan to switch to transapical access with edwards in the future. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. A second paragraph was added. H6. Device code, eval code method, and eval code conclusion were updated. Additional codes. Annex f was updated. Product analysis: medtronic devices were not inserted into the patient prior to or during the time of the dissection. However, three procedural images (media files) were submitted to medtronic for review. The patient¿s executive summary was not provided for anatomical review. Review of the procedural angiogram of the left subclavian artery revealed a dissection with significant contrast extravasation that could also suggest a perforation. There was no evidence to show a guidewire or delivery catheter system contributed to the dissection; therefore, the cause remains undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a structural heart procedure involving the evproplus-29, a dissection occurred before advancing the catheter. The access site was the left subclavian. The physicians were unsure of the cause and decided to cancel the procedure. They plan to switch to transapical access with edwards in the future. It was unknown if there was any patient involvement or complications as a result of the event. Additional information was received to report the minimum diameter of the access vessel was greater than 5.5mm. The dissection occurred during insertion of a non-medtronic product, prior to the attempt to insert the medtronic delivery catheter system. No treatment was provided to address the dissection.